Event description:
A power source alert 07 was reported, indicating an issue with the customer's pump not charging properly. There was no adverse impact to the customer's blood glucose level. The customer attempted multiple solutions, including using different wall adapters and charging cables, but none resolved the issue. Technical support decided to replace the pump. The customer was informed about using a backup insulin pump as a temporary measure, instructed on how to put the faulty pump into storage mode, and was asked to return it to tandem within ten days using a pre-paid label.